Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5055944) in united states on 22-oct-2015 who had essure (fallopian tube occlusion insert) implanted on unspecified date and afterwards she experienced a lot of severe pain and heavy bleeding during her monthly periods. Her periods went from 4 days of light bleeding before the essure to 2 weeks of heavy bleeding with clots the size of golf balls. She also experienced abdominal swelling, ascites and bloating. She had trouble caring for her children and herself. Eventually she had them removed but they had migrated into her uterus partially and she had to have a hysterectomy and removal of her fallopian tubes. Explanted date was reported as (B)(6) 2012. Life threatening, hospitalization, disability permanent damage, required intervention and other serious (important medical event) were mentioned but not described nor specified and/or assigned to one of the events. The product technical complaint investigation results which ptc number (B)(4) was received on 12-nov-2015. Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous and non-medically confirmed case report (received via regulatory authority) refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and the device migrated partially into her uterus. She also experienced ascites. The first event, seen as device dislocation, is serious due to medical importance and required intervention (hospitalization and other seriousness criteria were cited but not specified nor described per reporter) and listed. Ascites is also serious due to medical importance and unlisted in the reference safety information for essure. During essure use there is a risk that the device could move out of fallopian tubes towards uterine cavity. In this case, the devices had migrated into her uterus partially and she had to have a hysterectomy and removal of her fallopian tubes. Although in the present case the exact date and mechanism of this dislocation have not been informed, given event's nature, causality with essure use cannot be excluded. Regarding ascites, considering its most common cause is portal hypertension due to cirrhosis and the fact that essure acts locally in fallopian tubes, causal relationship between this reported event and essure use is very unlikely. Since an intervention was required, this case is regarded as incident. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further information has been requested.

Manufacturer narrative:
Follow-up from 28-dec-2015: follow-up attempts have been made, with no response to date. No further follow-up will be pursued. Company causality comment: this spontaneous and non-medically confirmed case report (received via regulatory authority) refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and the device migrated partially into her uterus. She also experienced ascites. The first event, seen as device dislocation, is serious due to medical importance and required intervention (hospitalization and other seriousness criteria were cited but not specified nor described per reporter) and listed. Ascites is also serious due to medical importance and unlisted in the reference safety information for essure. During essure use there is a risk that the device could move out of fallopian tubes towards uterine cavity. In this case, the devices had migrated into her uterus partially and she had to have a hysterectomy and removal of her fallopian tubes. Although in the present case the exact date and mechanism of this dislocation have not been informed, given event's nature, causality with essure use cannot be excluded. Regarding ascites, considering its most common cause is portal hypertension due to cirrhosis and the fact that essure acts locally in fallopian tubes, causal relationship between this reported event and essure use is very unlikely. Since an intervention was required, this case is regarded as incident. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further information could not be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.